Event description:
It has been reported to philips that ups was alarming, and the system did not boot. Ups was not able to be bypassed. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the investigation it was clarified that the customer reported that the system was not starting and the uninterruptible power supply (ups) was alarming. A philips remote service engineer (rse) connected and was unable to bypass the ups remotely. A philips field service engineer (fse) inspected the system onsite and found a fuse to the 1- phase ups had tripped. The 1-phase ups was bypassed on site to regain functionality of the system. After that, the system has been returned to use in good working order. To date, there has been no recurrence of this issue reported from the customer. The reported issue is related to medical device correction z-2502-2025. The correction is planned to be implemented on the system. The codes were updated based on the investigation outcome.